Event description:
It was reported that the customer was setting up a rotaflow console on a hl20 for use as an arterial pump. Upon power up, head error appeared on rotaflow console display and could not be cleared. The unit could not be used on a pt. The unit was replaced with another rotaflow console and drive. No pt impact was reported. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4)provides product failure investigation, analysis and resolution for the device described in this report. The device is under investigation and a supplemental medwatch will be submitted when additional info becomes available.